Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device change procedure. Interrogation prior to the procedure revealed that the left ventricular lead exhibited loss of capture, high capture threshold, and high pacing impedance. A lead fracture was suspected but could not be confirmed with fluoroscopy. A lead replacement was attempted but was not successful due to patient anatomy. The lead was deactivated. The patient was stable.